Manufacturer narrative:
The device will not be returned for evaluation, therefore the reported condition cannot be confirmed or duplicated and an assignable cause cannot be determined. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
Baxter global technical services reported on the customer's behalf one pcaii pump in which non-delivery of an unspecified drug occurred during patient use on an unknown date. There was no patient injury or medical intervention reported related to this event. No additional information is available.